Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idler pulleys/grip hub/force amplification pulley/proximal clevis hole. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Also, the instrument was found to have a broken conductor wire at proximal near the roll gear junction. The instrument failed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the fenestrated bipolar forceps instrument was found with a broken wrist cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage and arcing were not observed during the procedure.